Manufacturer narrative:
Investigation evaluation: a hand drawn picture was included in the return indicating the location of blue hook separation from the loading catheter. Our laboratory evaluation of the product said to be in involved, and hand drawn picture, confirmed the report on blue hook separation from the loading catheter. The only portion of the device returned was the loading catheter. During a visual inspection of the loading catheter, it was observed that one (1) of the two (2) blue hooks on the loading catheter had separated from the catheter tubing and was not included in the return. The other blue hook was attached to the other end of the loading catheter. A destructive tensile test was performed on the catheter side that the second blue hook remained attached. The blue hook detached from the catheter within the minimum requirement. A dimensional inspection was performed on a section of the catheter. The outer diameter was in specification. The inner diameter was measured in specification. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a 6 shooter saeed multi-band ligator. Just before the procedure, nurse tried to load this shooter to the endoscope, but the loading catheter was broken. She could not reload this shooter, so she used other new mbl-6. There was no reportable information at this time. A drawn picture of the loading catheter was received on 11-jan-2019 and indicates that the blue hook broke. This occurred prior to patient contact; there was no impact to the patient.